Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va0d9cy, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 22-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not receiving adequate tremor control. Rep noted that an MRI was done and the doctor felt that the lead was too medical for tremor control. The lead was replaced and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are : product ID 3389s-40 lot# va0d9cy serial# implanted: 2014 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that the cause of the lead being too medial was not determined.